Event description:
Customer reports the insulin pump had a blank display, then received a battery out limit. Current blood glucose is 137 mg/dl. Customer states she had inserted a new battery but the pump received the blank display on her pump. After changing the battery she received the battery out limit. Customers mention that the insulin pump was stored without a battery, which explained the blank display. Also battery compartment is corroded. Self test was performed and passed. Advised customer to insert a new battery and display returned. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.